Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g363 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g363 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak that occurred during an ecp treatment. The system pressure dome was reported to have disconnected from the system pressure transducer during the buffy coat collection phase of the treatment. An alarm #18: system pressure occurred subsequent to the pressure dome membrane leak. Approximately 1500mls of whole blood was processed at the time the leak occurred, and 172mls of buffy coat had been collected in the treatment bag. The customer stated that the treatment was aborted with no blood returned to the patient, and the patient was in stable condition. The complaint kit and photographs were provided for investigation.

Manufacturer narrative:
The complaint kit, smartcard, and photographs were returned for analysis. The customer provided photographs confirm that a blood leak occurred at the system pressure dome location during treatment. A review of the smartcard data verified that a system pressure alarm occurred during the buffy coat collection phase of the procedure. The returned kit was inspected and found the diaphragm of the system pressure dome was partially unseated with blood residue on the underside of the pressure dome. The diaphragm was cleaned and reassembled into the pressure dome. The pressure dome was installed onto a pressure sensor where its latches fit into the circumferential groove around the sensor without any issues. A pressure test was performed while the pressure dome was installed on the sensor and no leaks were discovered. The investigation determined the root cause of the pressure dome membrane leak was most likely improper installation of the pressure dome by the end user. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. Mc: (B)(4). S.d.a. 02/01/2019.